Event description:
It was reported that, "as dr. Was seating screw through trial liner into acetabular shell, the rim around the dome hole broke off the insert trial."

Manufacturer narrative:
Evaluation summary: the investigation concluded that the fracture of the superior side of the dome hole was caused by a torsional overload. The counterbore is required for assisting in seating the containment screw to the window trial. Previous investigations have indicated that because of the counterbore's presence, if the user over-tightens the containment screw, the dome of the insert trial can fracture in a manner consistent with fracture evaluated in this investigation. The root cause of this event is believed to be user related. The device mfg history record indicates that the reported lot of devices was manufactured and accepted into final stock with no reported discrepancies.